Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The photo shows that the touhy-borst adapter was loaded to the filter storage tube. The filter and the pusher were seen within the filter storage tube. Pusher wire was noted to be bent. No other anomalies were noted. One filter kit was received. Upon visual evaluation, the touhy-borst adapter was received loaded to the filter storage tube. The proximal portion of the pusher wire appeared to be bent. The filter was received within the filter storage tube. The introducer sheath and dilator showed slight signs of a bend/curvature. No anomalies were noted to the distal end of the introducer sheath. The distal tip of the dilator appeared to be deformed. On functional testing, an attempt to deploy the loaded filter from the filter storage tube with the loaded pusher catheter was performed. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. The pusher wire was also noted to deployed as it appeared to be detached from the pusher catheter. The complaint sample appeared to have residue throughout. The filter was observed to be partially deployed within the filter storage tube. The 8f dilator appeared to have a bend and material deformation was observed to the distal end. Therefore, the investigation is inconclusive for the reported failure to advance as the conditions for use could not be replicated in the laboratory. The investigation is confirmed and identified for the material twisted / bent as the pusher wire appeared to be bent. The investigation is confirmed and identified for the detachment of device or device component as the pusher catheter was noted to be detached from the filter and the investigation is confirmed and identified for the deformation due to compressive stress as the distal tip of the dilator appeared to be deformed. A definitive root cause for the reported advancement failure, identified material twisted / bent, detachment of device or device component and deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, the filter allegedly unable to come out through the delivery system. There was no reported patient injury.